Event description:
It was reported that r-wave amplitude variability was noted in the yearly trend. It was suspected that emi interference may have been the cause. The physician elected to not take any action. The patients condition is good.